Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak battery alarm due to blank display.

Event description:
It was reported that the battery getting discharged within 1 day. The customer¿s blood glucose level was 270 mg/dl at the time of the incident. The device will be returned for analysis.